Event description:
Information received indicates that on 04/01/2010, a (B)(6) male was implanted with a spectra malleable device. On (B)(6)2010, the spectra device was replaced due to erosion.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to determine if the event is related to a device malfunction, device has not been returned for analysis, a request for the device and additional information has been made by ams. No conclusion can be drawn at this time.